Event description:
As reported by the user facility: 2 pumps (B)(4). Customer reports over infusion but is unwilling to provide details of the incident stating that it is against their facility policy. (B)(6). Information provided to sales representative (B)(6) by risk management: "epi infusing - blue lights came on and pump shut down. Could not get door open and tubing out. Patient on several pressors. Second rn got another line and bag so they could run infusion via gravity."

Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4) corresponds to MDR report #2523676-2012-00091 for pump serial number # (B)(4). The actual pump (s/n (B)(4)) involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times with a rate of 250 ml/h and 25 ml volume to be infused. The tests results were all within specification at 25.4 ml, 25.5 ml and 25.5 ml, no free-low with the door closed or opened was observed. The pump was software version (B)(4). A review of the pump's log indicated that the last recorded infusions occurred on (B)(6) 2012. At 3:37:47 am, an infusion was started with a rate of 15.0 ml/h then at 6:54:55 am the rate was changed to 17.0 ml/h, manual keypad entry with infusion still running, total volume infused 49.28 ml or 100.1% of the expected volume. At 8:08:11 am an "air bubble alarm" occurred and the infusion stopped with a total volume infused of 20.68 ml or 100.0% of the expected volume. At 8:08:52 am the alarm was turned off. At 8:10:42 am, the message to disconnect patient was displayed and at 8:10:50 am a purge was requested. At 8:11:08 am, the infusion was re-started with the same rate of 17.0 ml/h then at 8:14:50 am, an "air rate alarm" occurred and the infusion stopped with a total volume infused of 1.05 ml or 100.0% of the expected volume. At 8:15:07 am, the "air rate alarm" was turned off and at 8:15:20 am, the message to disconnect patient was displayed and consecutive purge requests were performed. At 8:16:39 am, the infusion was re-started with the same rate of 17.0 ml/h then at 8:17:42 am, an "air bubble alarm" occurred and the infusion stopped with a total volume infused of 0.30 ml or 106.0% of the expected volume. At 8:26:37 am, the "air bubble alarm" was turned off then at 8:31:58 am, the "disconnect patient" message was displayed and a purge was performed. At 8:32:28 am, the tube drive was opened and a tube change was requested. At 8:33:46 am, the pump was powered off and not used the rest of the day. The log shows multiple air bubble alarms and the patient being disconnected each time of purge the tubing of air. During the pumps operational log review, it is noted that the last infusion of .30 ml exhibited a deviation of 6%. This is not considered an over-infusion. The infusion ran for 1 minute and 3 seconds. Per the user's manual 5% accuracy is guaranteed for infusions greater than 2 minutes with a rate of 25 ml/h. Over an interval of less than two minutes, deviations can reach 7% and -10% due to the short duration of the infusion and small volumes infused in this length of time. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow-up report will be filed.